Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first and second prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was complete. Reportedly, the suture knots of both devices were advanced to the vessel wall and tightened (worked as intended), but hemostasis was not achieved. A third prostyle device was attempted. However, the suture was not present when the plunger was pulled back. A fourth and fifth prostyle device were attempted, but the same failure occurred as the third device. A surgical cutdown was performed and hemostasis was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.